Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump keeps alarming with an insulin flow blocked alarm. The customer¿s blood glucose level was 445 mg/dl. Customer declined to continue troubleshooting. Customer states they had tried all remedies. Customer states they tried changing the infusion set and reservoir and changing sites but it was not working. Customer was advice to discontinue use of the pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing.